Event description:
It was reported that a user of the ilet system experienced hyperglycemia while using a dexcom g7 and sought assistance to perform a factory reset and re-pair the device, including use of a pairing code. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting to guide a factory reset and device re-pairing. Investigation included technical support review and guided troubleshooting. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.